Event description:
The customer reported while at patient use, the unit made low pressure alarm. The patient spo2 went low somewhere between 70% and 79%. The nurse used an ambu bag and the patient sp02 recovered. The event logs indicate the low pressure alarm condition lasted for one thousand and two seconds from 9:41pm to 9:57pm before a ventilator mode change occurred from assist-control to standby mode. Information was received that a nurse was not in the patient room during the event. He/she was in the hospital ward.